Manufacturer narrative:
The samples provided was returned to the manufacturing site for technical evaluation. Through visual examination, it was observed that the sample had a broken off hook and the broken off hook was not enclosed. Through microscopic evaluation, the ceramic insulation/body was in good condition, without cracks or chipped-off parts. The fracture surface on the body is typical for an overload fracture. No parts were missing. Based on the investigation, a definitive root cause could not be determined. The fracture surface shows no signs of a material failure or manufacturing error. Each electrode is 100% mechanically and electrically tested before delivery, so a production- related error can be ruled out. As a result, the reported failure could not be confirmed to be a manufacturing related issue.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a ceramic electrode tip l-hk f/gk372r (part # gk384r) was used during a laparoscopic procedure on (B)(6) 2024. According to the complainant the tip of device broke off into patient. Reportedly the surgeon was able to retrieve the broken part. A surgery delay of a few minutes was reported. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. The adverse event is filed under aic reference (B)(4).